Event description:
It was reported that the implantable neurostimulator (ins) in the patient¿s right chest was moving around and his wife noticed discharge from the ins chest site. There was incisional wound opening and erosion through the right chest. The doctor was notified right away and the patient was admitted to the hospital, where the ins and extensions were removed on approximately (B)(6) 2014. He was re-implanted with a new ins and extensions on (B)(6) 2015. The chest incision had completely healed and no infection was noted. The patient was receiving 50% or better symptom reduction and effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v863405, product type: lead; product ID 3389s-40, lot# v939343, product type: lead. (B)(4). Reporter was patient's wife.